Event description:
The patient reported activating the pod and noticed after a few minutes of wear, the patient could feel the needle mechanism did not penetrate his skin deep enough. Blood glucose levels elevated to 15 mmol/l (270 mg/dl) and the patient administered a correction utilizing an insulin pen. Patient applied a new pod on the arm. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.